Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal struts pulled proximally and proximal struts pulled distally. The undamaged crimped stent was measured by snap gauge and the result was 0.0375 inch this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 10-may-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damaged.